Manufacturer narrative:
03-nov-2017 product investigation results: reporter returned product on 25-sep-2017. Product identified as oral-b power oral care refills crossaction on 11-oct-2017. Refill was received and investigated. Investigation results showed that the brush disc was loosened from tube due to wear of plastic material; there were also traces of effects of force (levering the brush disc out of fixation). Cause of wear of plastic material is the use of abrasive toothpaste in combination with insufficient cleaning and extended use time. Based on investigation no manufacturing issue.

Event description:
Head part came off- oral-b brush head [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via chat on 13-sep-2017 that while using an oral-b power rechargeable toothbrush handle professional care 3756, the head part came off of the oral-b brushhead, version unknown and he almost swallowed it. No symptoms were reported. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned product on 25-sep-2017. Product identified as oral-b power oral care refills crossaction on 11-oct-2017. Product investigation is in progress.

Event description:
Head part came off- oral-b brush head [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via chat on (B)(6) 2017 that while using an oral-b power rechargeable toothbrush handle professional care 3756, the head part came off of the oral-b brushhead, version unknown and he almost swallowed it. No symptoms were reported. Relevant history: none reported. No further information was provided.